Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the cut tubing was determined to have occurred during shipping/handling of the unit. The location of the cut on the tubing does not relate to any potential sharp interactions during the manufacturing process. Additionally, microscopic examination revealed that the cut does not go all the way through the tubing material.

Event description:
Baxter (B)(4) received a report that an intermate had a cut in the tubing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a cut on the tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.